Event description:
It was reported that during the pretest in the operating room, after injecting the foley catheter sterile water, water could not be removed.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error. There is no allegation against a bd product but on a component in the tray. This report is being submitted as additional information. The reported event is confirmed other. Received (3) photo samples. Verified material number 119314. Received (3) photo samples. Verified material number 119314and lot number ngjy4783. Photo 2 shows asymmetrical balloon might be due to the inadequate inflation. Therefore, no new pr number needed. The condition of the affected catheter could not be confirmed because only photos were provided for the investigation. Functional testing was not possible based solely on these photos. Received a 3 way temp sensing catheter with cut portion of inlet tubing and a straight tipped syringe. Visual inspection noted that the balloon was inflated prior to the start of the evaluation. Deflated balloon passively using the returned syringe with no cuffing noted. This sample was tested for "difficult to deflate". Catheter balloon was inflated with 10ml methylene blue solution (3 drops 1 percent aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. Attempted to deflate balloon passively using the returned syringe and only 3ml could be withdrawn. Using the inhouse luer lok syringe, deflated balloon in 01min35sec with no cuffing noted, returning 10ml of solution. The complaint is against the syringe. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: d, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre-test in the operating room, after injecting the foley catheter sterile water, water could not be removed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter name: (B)(6). UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.